Event description:
It was reported that the arctic sun device had no damage. No water filling possible, it was found that the circulation pump was not building up pressure as it was too weak to work properly . The same was found with the mixing pump . Preventive maintenance procedure was recommended. Unit beeped as soon as it was on power and not on. Maybe the control panel was defective. No further test performed. The unit need go to the depot for repair. Also, the filling hose was damaged and need to be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. Correction: d, f, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had no damage. No water filling possible, it was found that the circulation pump was not building up pressure as it was too weak to work properly . The same was found with the mixing pump . Preventive maintenance procedure was recommended. Unit beeped as soon as it was on power and not on. Maybe the control panel was defective. No further test performed. The unit need go to the depot for repair. Also, the filling hose was damaged and need to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.